Event description:
A malfunction with an alarm identified as malf 16 occurred, and it was determined that the malfunction code was not resettable. There was no reported impact on the customer's blood glucose level. Technical support arranged for a replacement pump to be shipped and confirmed the customer's understanding of how to put the faulty pump into storage mode and return it using a pre-paid label. The customer planned to use a backup insulin pump to ensure continuous insulin delivery.